Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4). A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated there was a clamp open on unused line. The tsr explained that was how air got into their line. The tsr instructed the hp to start over with new supplies and to contact their registered nurse (rn) about the air in their lines. The tsr assisted the hp to end therapy. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated that they did start over with new supplies, and therapy resumed well. The hp stated they did talk to their nurse regarding the open clamp, and so far everything has checked out to be fine. They stated they are being cautious with their setup not to miss the clamps. The hp stated they have not had any further problems. The hp stated that therapy has been going good overall. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 during the dwell stage. The problem is confirmed because the patient reported that they had a clamp open. A clamp open is a use error that can cause a system error 2240. The assignable cause is determined as use error - clamp open. The label review found the patient at home guide to be adequate for the use error in this incident.